Event description:
Procedure performed: lavh. Event description: during the actuator being pushed forward and retracted, the black cord broke, rendering the device unusable. There is no impact to patient. Additional information provided by [distributor] on (B)(6) 2026: there were no fragments. The break occurred below the bead. There was no bag damage. There was no spillage out of the bag opening. Type of intervention: user replace with a new one to complete this surgery. Patient status: fine

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A final report will be provided upon completion of the investigation.